Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the front panel indicators flashed and reported error e300 after turning on. The service manual was consulted and inspecting the air pump interface, it's found that the cable connecting the air pump to the circuit board had completely detached at the air pump side the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video processor all the front panel indicators flashed after powered on. The issue was found during initial install of the device at delivery acceptance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. Corrected field: d4 (UDI) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the malfunction occurred due to the detachment of the internal harness for connecting two circuit boards, it was observed that the cable connecting the air pump to the circuit board was completely detached. Olympus will continue to monitor field performance for this device.